Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 300 mg/dl) and the cause was not known. Boluses via the pump and insulin injections were administered to address the bg level. A pump system check was performed and no device issue was identified. The customer was a newer pump user and was in contact with a healthcare provider to address the high bg.